Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6a52 that has a similar product distributed in the us, list number 6d18. (B)(6).

Event description:
Abbott laboratories baltics received an initial report sent by the (B)(6) regarding potentially (B)(6) abbott prism anti- hcv assay results. The following information was provided: (B)(6): roche anti-hcv results all (B)(6) on (B)(6) 2017. Sample sent to (B)(6) where immunoblot testing was questionable. No blood products distributed from this donation. Archived (B)(6) from the above donor pulled for retesting. This sample tests (B)(6) on the roche platform. Confirmatory testing is pending. On (B)(6) 2015, this archived sample generated (B)(6) results with the prism hcv assay (lot 52454li00) and (B)(6) results by (B)(6). From this archived sample, rbcs and platelets were distributed. The data presented is associated with the testing of archived samples post reinstallation of the abbott prism analyzer. Samples that originally tested (B)(6) by the abbott prism system were stored. The samples have subsequently been pulled and tested by (B)(6) using the roche methodology and by (B)(6) using various alternate assay methods, including architect. This testing is being performed as part of a study by (B)(6) due to performance differences they are experiencing between the roche (current method) and abbott prism (past method) systems. None of the results, whether by (B)(6) roche testing or (B)(6) architect testing, are being used for donor management.

Manufacturer narrative:
Information added to relevant tests/laboratory data, including dates.

Manufacturer narrative:
A review of tickets determined that there is normal complaint activity for the prism hcv lot and no trends were identified that indicate a product issue related to patient results. The affected samples were (B)(6) with prism hcv and nat testing, but roche hcv was reactive and immunoblot was questionable. No testing could be performed as lot number 52454li00 is already expired. A review of the abbott prism instrument, s/n (B)(4), did not identify any service-related issues that could have contributed to the complaint issue. Additionally, a review of 12 months of complaints for the abbott prism instrument did not identify increased complaint activity. A review of the manufacturing documentation did not identify any issues associated with the customer observation. Labeling was reviewed and found to adequately address the issue. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.